Event description:
It was reported that a user received a low alert on the ilet pump after the system delivered correction insulin for a previously unannounced meal, resulting in blood glucose of 55 mg/dl that was treated with four glucose tablets and subsequently returned to 120 mg/dl. Symptoms included hypoglycemia. Outcomes included no hospitalization and recovery to target range. Investigation included a review of device behavior and user education on report interpretation and the importance of timely meal announcements. Investigation of this case revealed that the device delivered expected automated correction dosing and that the event was attributable to a missed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related use error due to missed meal announcement caused the hypoglycemic event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.